Manufacturer narrative:
(B)(4): the product was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016, intra-op, doctor placed a screw in s1 and l5. He needed to back out the s1 screw as it was was too long for construct.when he tried to use the driver to back the screw out, the tip broke off in the screw head. They were able to get screw out and replace with new shorter screw. No patient complications were reported.

Manufacturer narrative:
Product analysis:visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a relatively flat ductile fracture with a circular material flow, consistent with torsional overload. Material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.